Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing and suspected to have been pulled back. It was noted that the patient experienced possible dissection. The rv lead and rv lead were reprogrammed and remain in use. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.